Event description:
A surgeon reported that a pt was reported to have a radial tear, following laser assisted portion of cataract surgery. The laser was completed as usual on the pt's right eye. The surgeon hydrodissected, and at that time a radial tear was noted in the anterior capsule at approximately the 10 o'clock position. As the case progressed, the tear continued to the posterior capsule, and vitreous presented. Approximately 20 percent of the nucleus dropped through the hole in the posterior capsule. The paracentesis was enlarged, an additional side port incision was created, and an anterior vitrectomy was performed. The wounds were checked and found to be free from vitreous, and 3 sutures were placed to close the wounds. A referral to a retina specialist is planned. Additional information was requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).